Event description:
PICC line leaking at pink hub 2 days after insertion. Troubleshooting and line removal/replacement was completed.

Manufacturer narrative:
We received one catheter as a faulty sample for evaluation. The catheter was occluded. Despite efforts to clear the catheter by massaging the tube and flushing it with warm water, it remained blocked and impassable. Under microscopic examination, a tear/hole was observed directly beneath the pink adapter, which is a typical sign of a tensile fracture due to a high tensile load. There are various possible causes that can lead to catheter leakage/tensile fracture: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. Use of alcohol-based disinfectant. According to the product incident report (pir) form, the customer used both chg and alcohol-based disinfectants. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter." A review of the batch history records was performed for 8138684 and 8210782, and no deviations were found. The batch complied with its specifications and was released. Each catheter is leak and flow tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exceptions found. There is no further complaint for batch 8210782, four further complaints for batch 8138684, and no further complaint regarding a leaking catheter on code (B)(4) within the last three years. (B)(4). Corrective action: no further corrective action was initiated by quality management due to this complaint, as the catheter worked well for 2 days before the leakage occurred, we do not believe this defect is manufacturing-related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
PICC line leaking at pink hub 2 days after insertion. Troubleshooting and line removal/replacement was completed.